Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. The service engineer indicated that there was an issue with the fuse and no parts were replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. A service engineer inspected the device and found that when the unit was turned on, the circuit breaker tripped. The power supply was to be replaced. Repairs have not been completed.